Event description:
It was reported that "inserted balloon inflated 5ish times-alarmed then stopped pumping helium loss alarm. Would not reinflate. - the physician attempted to inflate the balloon manually- no issue. Attempted to put on pump again- same exact issue . Check helium just in case. Decided to switch iab out for new iab worked fine". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.